Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there were multiple no external power alarms while the patient was utilizing the mobile power unit (mpu). It cannot be discerned if the power to the mpu was interrupted due to the power cord coming loose from the wall outlet, the connection with the mpu, or the house losing power. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file showed 240 events spanning approximately 29 days (19nov19 ¿ 12dec19 per time stamp). On 12dec19 at 06:53, the no external power activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The backup battery was able to supply power to the controller until power was restored. The alarm cleared on its own shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and is still in use. The provided information indicated that the patient did have power outage when he was sleeping on wall power at a hotel and the power went out. Additional information indicated that the patient was given a locking cable on (B)(6) 2018. A root cause for the reported event cannot be conclusively determined through this analysis; it cannot be determined if the v-lock was used at the time of the event. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook explain how to properly interpret and troubleshoot no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.